Event description:
It was reported that during the procedure for a ohs plate it was impossible to slip the barrel's plate on to the screw. The lag screw had to be removed and replaced. This caused an extension of surgery time.